Manufacturer narrative:
The company service representative examined the system and found a nonconforming power supply. The system was then tested and met all product specifications. The power supply is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system would not boot up. The surgeon reported the system would not boot up. The fan would not turn on. Another system was brought in with minimal delay. The case was completed. No pt injury was reported.